Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the keypad buttons were unresponsive after the pump was exposed to water. The reporter noted that when changing the battery, the patient noticed the battery compartment was full of water. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
(B)(4): evaluation revealed that the rubber keypad was intact. Evaluation revealed that the up arrow and down arrow keypad buttons were unresponsive and the contrast and ok keys responded appropriately. The keypad was removed and there was moisture found under the down and ok contacts. A case seal leak and battery compartment leak were found during investigation. Unrelated to the complaint, evaluation revealed a damaged pump case and cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.